Event description:
It was reported that during a uterine fibroid embolization treatment procedure, the catheter fractured. Vascular access was obtain through the right femoral artery. The target lesion was located in the right internal iliac and then into the uterine artery. The physician was using a direxion hi-flo catheter inside a non bsc angiodynamic flush catheter 5fr 65 cm. During pullback the angiodynamic flush catheter kinked. They tried to remove the direxion catheter from the flush catheter but the tip of the direxion catheter with the radiopaque "parker" on it, got stuck on the flush catheter. The direxion catheter was able to be removed but the tip came off inside the flush catheter. The flush catheter was removed with the direxion tip still inside. The procedure was completed with a different device. No further patient complications were reported and the patient status is fine.

Manufacturer narrative:
Patient age at time of event: 40's. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).